Event description:
Pt had insertion left subclavian port on 12/15/92 for chemotherapy for breast cancer. Pt was admitted via ER 8/20/93 at 5:40 pm with svt. Cxr reveals free port catheter with distal tip lodged in the right atrium. On 8/21/93 at approx 1:00 pm. Pt was taken to x-ray for removal of catheter under flouroscopy by the radiologist. On 8/22/93 at 2:10 pm, pt was taken to or for removal of port. Pt was discharged later on 8/22/93 in stable condition.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.